Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed safely, and the procedure was completed with a different device, and no patient complications were reported. The patient was in good condition.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.